Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy stent was selected however during unpacking of the device while outside the patient's body, it was noted that the stent was incorrectly crimped on the stent delivery system (sds) balloon and was frayed along the shaft of the sds. The device was not used in the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner and outer kinked at 161 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy¿ stent was selected however during unpacking of the device while outside the patient's body, it was noted that the stent was incorrectly crimped on the stent delivery system (sds) balloon and was frayed along the shaft of the sds. The device was not used in the patient. No patient complications were reported.